Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-mar-2019 with the following findings: a review of the pump black box showed an unexplained pump reboot on the event date (B)(6)2019. A visual inspection of the pump revealed the battery compartment was cracked and returned battery cap had stripped threads. The returned battery cap was unable to fit securely to maintain an electrical connection. The pump intermittently powered on with the returned battery cap. A test battery cap was used for all testing. The test battery cap attached securely to pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.